Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After implantation of two synergy stents in the target lesion, a third stent, a 3.50mmx16mm synergy ii everolimus-eluting stent was advanced distally of the previously implanted stents. However, it was noted that a corner of the stent strut of the 3.50mmx16mm synergy ii stent was lifted off the balloon. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with one strut on the first row lifted distally from the stent profile. A snap gauge was used during examination to measure the crimped stent outer diameter (od) on the undamaged side and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After implantation of two synergy stents in the target lesion, a third stent, a 3.50mmx16mm synergy ii everolimus-eluting stent was advanced distally of the previously implanted stents. However, it was noted that a corner of the stent strut of the 3.50mmx16mm synergy ii stent was lifted off the balloon. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.